Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms like upset stomach and incoherent and was treated with pump and manual injection. Customer's current blood glucose value was 345 mg/dl and the blood glucose was 685 mg/dl at the time of incident. The customer blood glucose was high and was not coming down and bolus 10 units at a time and it would not come down. The product was not returned for analysis.